Manufacturer narrative:
Tracking #.45226. Date sent: 11/10/1998. Ligaclip endoscopic rotating multiple clip applier: based upon the inquiry info rec'd and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. Both instruments were fired and both fired and formed the remaining clips as designed with no difficulties noted. Theformation of the clips, on both of the returned instruments, were evaluated and were found to be conforming. It could not be ascertained as to why the clips reportedly fell off.

Event description:
It was reported during a laparoscopic cholecystectomy the clips placed by the er320 fell off. A new er320 was opened to complete the case. There was no consequence to the pt. The original er320 was from kit fdc39.